Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump was monitored, no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, insert battery alarm was found on: 11/15/2024 23:24:06.000. Low battery alert was found on: 11/15/2024 22:31:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 30-nov-2024 at 10:49:00 am. There was no power data available for the date of 15-nov-2024. Unable to check power data for low battery alert. No unexpected low battery alert noted during testing. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found on: 11/05/2024 21:27:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/07/2024 19:37:46.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/07/2024 19:38:32.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/08/2024 09:56:44.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/08/2024 12:30:20.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/08/2024 13:49:16.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. 11/08/2024 15:59:06.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No unexpected no delivery alarm/insulin flow blocked alarm noted. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 18-nov-2024 in the formatted history file. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.97 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm, rewind anomaly and no delivery alarm/insulin flow blocked alarm were not confirmed. However, during visual inspection slight corrosion was found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the battery has rejected, an insulin flow-blocked alarm, and a rewind issue. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, and mmt-1715kl. Troubleshooting was not performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397a. It was unknown whether the customer will continue using the device, and no product return is required for mmt-1715kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.